Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation.the DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined the likely cause of the reported event was failure of the igniter due to deterioration associated with the age of the device and long-term use.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to the igniter. The igniter was replaced the resolve the problem.

Event description:
A user facility reported to olympus that the main lamp went out then the device switched to the spare lamp. The problem, as reported to olympus, was found on preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.